Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the prime test as a result of a loose drive support disk.

Event description:
It was reported that the insulin was squirting out and the motor was still going on. It was stated that the insulin set was changed. The motor did not slow down and the numbers continued ramping. No further information was provided.